Manufacturer narrative:
Evaluation results: carbon bridge.

Event description:
A customer reported to beckman coulter, inc. (Bec) that unicel dxc 880i synchron access clinical system generated an erroneously low sodium (na) result of 146 mmol/l for one patient sample. There was no change to patient treatment as the erroneous result was not reported out of the laboratory. Repeat testing performed on an alternate dxc instrument in the laboratory produced a sodium result of 152 mmol/l. This result was considered correct and reported. Qc prior to and after the event was within the laboratory's established ranges. Bec field service engineer (fse) evaluated the instrument and replaced the carbon bridge as a part of scheduled preventive maintenance. The fse verified the repair per established procedures and the results met the published performance specifications.